Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted at implant. It was identified, through review of source documentation provided, that the patient had severe mitral regurgitation (mr) of her native mitral valve. During implantation of the 29 mm edwards valve, it was decided to excise the anterior mitral valve leaflet but perform a complete posterior leaflet papillary muscle sparing procedure. Once off cardiopulmonary bypass, there was still significant mr. It was felt that the posterior leaflet may have caused the regurgitation or possibly "... One of the stitches holding the valve in place against the short struts of the valve was responsible for residual regurgitation." The device was explanted and replaced with a non-edwards prosthetic valve. Transesophageal echocardiogram echo at the end of the procedure showed excellent function of the new valve.

Manufacturer narrative:
Additional manufacturer narrative: it was reported that this valve was explanted due to mitral regurgitation (mr). Mr in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. In this case, the operative report documents the patient's posterior leaflet (spared) or one of the stitches holding the valve in place possible causing the residual regurgitation. Per the device instructions for use (IFU): "as with all prostheses that have open cages, free struts, or commissure supports, care must be exercised to avoid looping or catching a suture around a commissure, which would interfere with proper valvular function." There have not been any allegations of a malfunction related to the explanted valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to monitor all reported events. No further actions are possible with the available information.